Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon eval the q1 transistor was shorted on the bedside board. The cause of the charger faults is the shorted component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective charger. The pt received a replacement charger/modem.

Event description:
A (B)(6) female pt contacted zoll customer support to report that her charger was experiencing battery charger faults. The pt was issued a replacement charger/modem.